Event description:
During an embolization procedure to treat a wide neck aneurysm located in the internal carotid artery, the 22mm enterprise stent was successfully deployed across the neck of the aneurysm . The vessel was not tortuous, nor was there any excessive manipulation of the microcatheter or difficulty placing the stent. The physician was following directions as per (IFU) instruction for use and upon placing the prowler select plus distal to the stent implant site in preparation for the microcatheter exchange, the stent migrated a few inches distal. The migration did not compromise neck coverage of the aneurysm.

Manufacturer narrative:
The product remains implanted and will not be returned for analysis. Add'l info will not be submitted within 30 days.